Event description:
A pump had been infusing for 7 hours at a rate of 60 mls/h. The customer reported that during that time, they have had a lot of pressure alarms, which meant that they had to regularly check the pressure. During one of these checks, they noticed smoke coming out from underneath the pump and "at that point was reading m6 but looks like fix me 6 was only part of display running. No sign of fluid in pump or any near pump when problem arose. When collected pump front bezel was very hot to touch. Large heat bubble on led display. Unit is still powering up." From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Conclusion code: field left blank - no available code for undetermined or unk cause. The pump was received for eval and a visual inspection confirmed a heat bubble evident on the upper left hand 4 segment led display. No evidence of heat or smoke damage to the underneath or inside the device was observed. The pump was powered 'on' in tech mode which showed that the left 4 segment led display was not functioning. The failure of the display was found to be due to a failure of the 4 segment led display. The 57x series pump does not contain an event log facility; therefore it is not possible to correlate the reported sequence of events. The internal error stack was reviewed and showed a "fix me 6" which is indicative of the numeric display failure, and would relate to the failure observed on the upper led display. A relationship between the reported "repeat pressure alarms" and the failure of the 4 segment led display was not identified. From the investigation findings to the origin of the observed smoke is most likely to have come from the faulty 4 segment led display when the heat bubble occurred.